Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. Additionally, the endoscope tip and shaft were visually inspected and found with minor scratches. The root cause is attributed to normal wear and tear. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and confirmed to have damage to the cable assembly. Distal over-molded section of cable assembly located at zone b in the middle 1/3 of the endoscope cable was found delaminated. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, 30-degree endoscope plus had issues with the lens. The procedure was completed with no reported injury.